Event description:
The customer disclosed that a pt had been seriously burned during a bronchoscopy procedure that occurred in 2003. Pt is suing the hospital and hospital is requesting assistance with documents for their defense. Customer stated the root cause was user error only and that lumenis and the device are no way implicated. Lumenis is following up with the hospital's risk management department to verify details of the incident. Safety complaint coordinator reviewed service history of the unit and determined that customer had reported the incident to lumenis in 2003 and that service call had been cancelled by the customer. No service was provided by lumenis at time of the incident because customer cancelled the service request.